Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin breakdown under the electrodes on back. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team is using silver alginate and foam dressing with santyl for the skin irritation. Follow up indicated that the skin irritation improved.